Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl-26mg/dl, bumps, scrapes, a fall, and a loss of consciousness. The cause of the low bg was unknown; however, customer was using u-500 humulin for insulin therapy. The customer was transported via paramedics to the emergency room and was subsequently hospitalized. Bg was treated with glucagon, and intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Troubleshooting with tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 (remove 67, add 61).